Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 38 cfus comprised of the following 7 isolates: positive rods - qc parameters not met. Negative cocci - neisseria flavescens. Positive cocci - staphylococcus lugdunensis. Negative rods - bacillus oleovorans. Positive rods - bacillus species. Variable coccobacilli - rothia dentocariosa. Positive rods - streptococcus mitis. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on 21-aug-2018 yielded no growth.